Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead upn: (B)(4). Model: sc-2317-70 serial: (B)(4). Batch: 5058110.

Event description:
It was reported that the patient was not feeling any stimulation and could only feel a little stimulation when posture changes. It was found out during reprogramming that the patients leads had high impedances and it was believed that this was due to migration. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well post-operatively. Explanted leads will not be returned.